Event description:
It was reported that the procedure was cancelled. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A rotapro console was used during test ablation with two 1.75mm rotapro burr. However, the speed did not decrease below 150,000 rpm in dynaglide mode. Furthermore, a 2.0mm rotapro burr was used, but the same event has occurred. The procedure was not completed. No complications were reported.